Event description:
Customer reported testing with two different freestyle meters. A result of 45 mg/dl was given on the first freestyle meter and a result of 25 mg/dl was given with the second freestyle meter. The customer was treated based on these freestyle readings that were consistent with the customer's symptoms. The next day, a test performed with the first meter was 245 mg/dl and the meter displayed an error 4 message after the reading. The second meter gave a reading of 150 mg/dl within two mins. These reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.